Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745, serial# (B)(6), product type: programmer, patient. H3: analysis of the recharger (serial# (B)(6)) found the controller won't power on when the recharger is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating the recharger and controller replacements have not resolved the issue and still getting replace controller batteries soon. Agent consulted tech and replacement of battery pack is recommended. Agent sent email to repair to replace the battery pack. Patient called back stating they received the new battery pack but, they are still having the same issues of white screen on the controller and having a hard time charging the implantable neurostimulator (ins). Patient denied damage to the controller port. Agent had patient reset the controller and unlock the controller; pt saw group b with controller at 100% and ins 70%. Pt plugged in the recharger and pt stated the screen keeps 'fanning' and 'scanning' onlooking for device or says the 'battery is dead when it is not'. Patient stated they will have to plug controller into ac power to get it to work. Agent asked pt if they use the belt while charging; pt stated no - they put the paddle into their pants. Pt then saw batteries low- replace the controller batteries soon message appear. Pt pressed ok and saw the ins was recharging excellent. Pt stated the screen went white again and controller said to change the batteries soon. Patient confirmed they only have 1 set of equipment. Agent consulted with repair - agent sent email to repair to replace the controller.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported it was taking hours to charge their implanted neurostimulator (ins) and the issue began probably about a week ago. Patient stated it was getting worse and worse. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage to the equipment. Patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller powered on. Patient put the battery back into the controller and confirmed the green light was flashing on the controller. Patient unlocked their controller and stated the controller was down to 50%. Patient then stated that controller drains a lot quicker when she plugs recharger but it doesn't go to implant. Patient also stated it takes a long time to charge the implant from 60% to 70% and it might take over an hour or more. Pt said recharger plugs into controller snug. Pt mentioned having recharger replaced many times. The issue was not resolved. An email was sent to the repair department to replace the controller device. Additional information received from patient. Pt got replacement controller but when they charge ins they get beep from controller and get a yellow light and the screen will to a white screen. They said rtm has a knick in it and heats up. Emailed repair to send replacement rtm. Additional information received from patient. Patient called back and was still getting a white screen with a yellow light when charging. Patient would have to reset the controller and they would get a battery is dead message but the controller was at 100%. Agent reviewed battery pack information. Agent requested for repair to send 'new' controller and recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.